Event description:
It was reported that during a craniotomy surgery, it was discovered that the console device would not turn on. The planned surgical procedure was delayed five minutes as a result. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed and the device passed all operational specifications. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.